Event description:
It was reported that a patient sustained a 2nd degree burn after an ipl quantum treatment.

Manufacturer narrative:
A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. Lumenis medical staff evaluated the reported settings and determined high settings to be the probable root cause of the reported events. Sr treatment head (ipl physician recommended parameters for patients with skin type iii: fluence j/cm2 : 22-28. Pulse width (t=time) : t1: 3.0ms; t2: 4.0ms; t3: 4.0ms. Multiple pulsing and pulse delay (d=delay) : d1: 20; d2: 30. Reported settings used by user facility: fluence j/cm2 : 43. Pulse width (t=time) : t1: 2.4ms; t2: 6.0ms; t2 6.0ms. Multiple pulsing and pulse delay (d=delay) : d1: 15ms.